Event description:
It was reported to boston scientific corporation that the patient had a history of lymphoma, ureteral stricture, and hydronephrosis and was hospitalized. Two polaris¿ ultra ureteral stents were implanted in the same ureter during a procedure on (B)(6) 2017. According to the complainant during placement of the stent, the stent entered the deep inside the renal pelvis, the stent bent and the stent loops became knotted. An attempt to remove the stent was made by grasping the proximal end of the stent, but the stent was not able to be removed. Another polaris¿ ultra ureteral stent was placed. The procedure was completed and the device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received as of february 20, 2017. Two polaris¿ ultra ureteral stents were implanted on unknown different dates. The first implanted stent was attempted to be removed on (B)(6) 2017 but it was unsuccessful.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent difficulty removing. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the patient had a history of lymphoma, ureteral stricture, and hydronephrosis and was hospitalized. Two polaris¿ ultra ureteral stents were implanted in the same ureter during a procedure on (B)(6) 2017. According to the complainant during placement of the stent, the stent entered the deep inside the renal pelvis, the stent bent and the stent loops became knotted. An attempt to remove the stent was made by grasping the proximal end of the stent, but the stent was not able to be removed. Another polaris¿ ultra ureteral stent was placed. The procedure was completed and the device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.